Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient experienced pain at the implantable neurostimulator (ins) pocket site. In turn, the ins pocket site was revised on (B)(6) 2017.